Event description:
An issue with trl resulted in not being able to deliver beams. Under-dose error was reported by the system. This error was impacted by a long dwell time or by a high mu system limit. The maximum mu set per spot is set to 100 mu. Unfortunately, the eclipse treatment planning does not allow assignment of a maximum allowable mu set.